Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not duplicate the reported complaint. The central control monitor (ccm) was powered on for six days with no observations of a ccm failure.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2020 the system was not successfully powered up until 11:48:28 am. The local area network/interface board (lan/if) log showed multiple peripheral component interconnect (pci)/personal computer memory card international association (pcmcia) supply errors. It is possible that this prevented the central control monitor (ccm) from booting up causing the reported blank screen. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) went blank. There was no patient involvement.